Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had been to the hospital but was not hospitalized for the event. Cause of peritonitis and treatment rendered was not reported. The patient recovered from this event.

Manufacturer narrative:
(B)(4). The peritonitis was caused by a breach in aseptic technique, described as "sloppy, lazy/cutting corners". The patient was treated with unspecified antibiotic medication for the peritonitis. This report of peritonitis caused by use error-breach in aseptic technique was confirmed, based on the consumer report. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.